Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: dtbb1d1, implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2014; product ID: 693565, implantable tachy lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that post a device change out the left ventricular (lv) lead thresholds rose from 0.6v at 0.4 ms to 3.0v at 1.5ms due to a micro-dislodgement. The lead was not revised and remains in use. No patient complications have been reported as a result of this event.